Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: mike had a lvp8100 with broken door and damaged door harness. He would like to send the unit in for repair. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: repair. Case resolution: I recommended (B)(6) to get a po first. Mike will get a po for level 2 repair and contact com directly for rga number. Ref: (B)(4).